Manufacturer narrative:
The lead was retained by the hospital. Should additional information become available, or if analysis is completed, this report will be updated.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead exhibited noise. The noise was oversensed and resulting in pacing inhibition of less than two seconds. An invasive procedure was performed. The lead was explanted and replaced, this device remains in service. No additional adverse patient effects were reported.